Event description:
The physician noted that the pt's vessel was highly calcified prior to insertion of stent. After angioplasty, the vessel then experienced recoil. The physician used a 6x120 stent. After advancing the catheter through the calcified vessel, there was an instance of catheter bunching, ratchet failure and a subsequent tip detachment; it is unk which event occurred first. The stent was deployed to its nominal length. The physician was able to retrieve the tip from the pt.

Manufacturer narrative:
The device has not been returned for analysis. The device has not been released by the hospital. Pt information was requested for the MDR and the request was denied. An MDR supplemental will be submitted as new information is obtained.